Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarm during basic occlusion test due to moisture damage noted in force sensor. No prime alarms noted. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is hospitalized due to high blood glucose. Customer states that the insulin is squirting out when he fills the reservoir. Customer states that the insulin pump alarms during prime process. Customer states that he thinks it alarms because there was a problem with the sensor inside the piston of the pump. Customer states that he had a headache because of the increasing level of his blood glucose. Blood glucose was around 400 mg/dl at the time of hospitalization. Customer was wearing the pump at the time of hospitalization. Nothing further reported.